Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, it is more difficult to attach the venous line to the reservoir since it was changed to the curved venous inlet. No known impact or consequence to patient; product was not changed out ; procedure was completed successfully.

Manufacturer narrative:
A sample was not returned, and a lot number was not provided; therefore, a thorough investigation could not be performed and the complaint is not confirmed. From the description, this has been an ongoing concern of the user; therefore, this is not a manufacturing issue, but is rather a concern with the design of the product. As this is a customer made connection, the tubing cannot be bonded onto the port to make a more secure or easier connection all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.